Event description:
Treatment of an avm (arteriovenous malformation). The patient's anatomy was normal in tortuosity. On (B)(6) 2014, the patient underwent onyx embolization treatment. After 10 minutes of fractional injection, it was reported a sudden raise of injection pressure was experienced and the catheter became clogged. The catheter was removed from the patient. On the table, the catheter was tested with high pressure and it ruptured at the proximal part of the flexible distal tip.same event as MDR# 2029214-2014-00401. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The ultraflow catheter was returned for evaluation and it was found ruptured at approximately 25.5cm from the distal tip. The appearance of the rupture is consistent with over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter.catheter rupture.(B)(4).